Manufacturer narrative:
A field service engineer (fse) was dispatched. It was confirmed with the customer that the wire for the waste sensor was connected to the back of the instrument at the time of the event. The waste pickup tube was ordered for replacement. The customer replaced the waste pickup tube and reported issue was corrected. The root cause of this event was associated with a faulty waste pickup tube.

Event description:
A customer contacted beckman coulter inc., (bci) and indicated the waste container was overflowing and the waste sensor did not alarm in the coulter act diff 2 analyzer. The user was wearing personal protective equipment (ppe), including gloves, lab coat, and goggle at the time of the event. There was no exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought.